Event description:
Boston scientific received information that this right atrial lead had dislodged a day after it was implanted. Pacing was reported to have been erratic. A chest x-ray showed that this ra lead had lodged to the right ventricle area. The physician had successfully repositioned the ra lead and all measurements were normal. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.